Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead exhibited high threshold and no pacing. The lv lead was removed and replaced with another lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found.<(><<)>end>. (B)(4).